Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received from the field showing a bulbous deformation on the proximal disk. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system. During the procedure, inside the patient's body the device took form of a round disc on the left part indicating a bulbous deformation. The deformed device was removed and replaced with a new 25-18mm amplatzer talisman pfo occluder. The deformed device was never released from the delivery cable while inside the patient. It was noted that there was no interaction with the cardiac structures during deployment or any angulation/kink were noticed in the delivery system. There was no clinically significant delay and the patient is reported to be hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.